Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges after the pump was dropped. Additionally, it was reported that cartridge change errors occurred with multiple cartridges. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Customer declined tandem technical support follow up to confirm backup therapy. Customer¿s blood glucose level was 240-250 mg/dl.

Manufacturer narrative:
Alarm 30 and cartridge change error was verified. Oring cartridge damage issues the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.